Event description:
Technician alleged that the brakes are engaging but not holding. No patient impact.

Manufacturer narrative:
The technician found a screw broken in the hex rod. The technician replaced the hex rod and screw to resolve the issue.